Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the wires of the small grasping retractor instrument were exposed. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Additional information can be found in sections a2, a3, g4, g7, h2, and h10. On (B)(6)2020 , intuitive surgical, inc. (Isi) received a medwatch report with uf/importer number (B)(4) stating that the small grasping retractor instrument wires became exposed during use very early in the case. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
Refer to h10/h11 for follow-up information.